Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a ventricular tachycardia (vt) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice) and body surface (bs) echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization (overnight) as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to over-ablation. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on power control mode at 25-30 watts. There is no further information regarding generator parameters or generator settings. Power was not titrated. Overall ablation time at the site of injury was 4-5 minutes. Last ablation cycle time at the site of injury was 30 seconds. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.